Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported door not fully latched messages through the history log, but could not reproduce it. The device was operating out of specification with respect to the reported symptom. The upper and lower auxiliary assemblies were replaced as they are known contributors to the reported symptom.